Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a chronic middle ear infection followed by a decrease in performance. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant. Postoperative, the recipient's implant site showed a minimal seroma. The wound was aspirated. The recipient reportedly has not had any recurrence.

Manufacturer narrative:
Additional information: device available for evaluation? The recipient reportedly has no medical complaints and is using the newly implanted device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed a missing contact pad on an electrode channel. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.